Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the fiber identified a break in the fiber body. Microscopic inspection of the fiber tip identified mild degradation. Functional testing of the fiber identified the connector was in good condition. Light was able to pass through the connector face. A bright and disported light was observed at the fiber break location. The console confirmed zero treatments had been used with the fiber and one treatment remained. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that a fiber was returned to boston scientific without any information. Analysis of the returned fiber identified a break in the fiber body.